Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer mentioned that the insulin pump alerted with battery error and now it was not accepting batteries. Customer stated that the display was not blank less than 30 seconds. Customer stated that display was blank currently. Customer was advised to remove battery but insert battery did not displayed on screen. Customer stated that the contacts on the battery cap neither missing nor damaged. Display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, active current test, sleep current test and self test. Blank display not confirmed. Failed battery test not confirmed. Pump received with scratched case. Device received with pillowing keypad overlay. (B)(4).